Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40h42, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any patient consequences? There is no information on patient consequences or device¿s availability as this was received via a ha.

Event description:
It was reported that during a laparoscopic cholecystectomy, clips of code er320 did not close properly. It was reported that the end points of the clips stayed open (transversely closed) and the clipping process was unsafe.